Event description:
A customer contacted beckman coulter, inc. (Bec) concerning "cc cuvette not dry before first reagent inject" error received on unicel dxc 800 pro synchron clinical system. The bec customer technical support (cts) directed the customer to stop the system and check the reagent probe and syringe for leaks. The customer stated there were a couple of drops but can't find anything loose. Msds was not reviewed, but the facility has an exposure control plan. The operator did not seek medical attention and there was no effect to patient or user.

Manufacturer narrative:
The bec cts directed the customer to prime and observe for leaks. No leak was observed. Bec field service engineer (fse) performed a level sense test, and found one (1) error. The fse observed a piece of tubing getting hung up during level sense test. The fse adjusted the tubing and performed a level sense calibration on both reagent probes. Both passed. Patient samples and qc were tested to verify. No problem was noted. The fse verified repair per the established procedures. The source of droplets has not been determined. Since the fse did not acknowledge the leak, it is possible that the customer wiped the covers and there were no more leaks. As of (B)(4) 2011, the customer has not contacted bec with requests for further assistance for this issue. Bec internal identifier for this complaint is (B)(4).